Event description:
Customer reported she received the following results on 2 different meters within 5 minutes: 15 mg/dl (compact plus system 1) and 110 mg/dl (compact plus system 2). No action was taken based on the results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect product used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect product used in system 2.